Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead ¿was pulled considerably¿ when the patient was in a standing position. To avoid dis lodgement due to the ¿tined lead¿, the physician decided to replace the lead with a screw in lead that would create more slack. The ra lead was partially explanted and replaced. No patient complications have been reported as a result of this event.